Manufacturer narrative:
The incident information was reviewed; however, the product was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a proglide device with an 8f sheath after an interventional percutaneous coronary procedure. Reportedly, there was no suture present when the plunger was removed. Another proglide device was used to achieve hemostasis. There was no report of adverse patient sequela. There was no report of clinically significant delay in the procedure. No additional information was provided.